Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and it tested with no failed battery test and no unexpected battery out limit noted. The pump was received with cracked battery tube threads, a broken reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone by customer's mother that the insulin pump alarmed failed battery test. Customer's mother stated every time a battery is installed, pump alarms. The customer's blood glucose was 278mg/dl. During trouble shooting the insulin pump continued alarming. Customer alarmed battery out limit after battery change. The insulin pump alarmed during the call, assisted with cleaning alarm. Did not complete troubleshooting, due to replacing insulin pump. The customer's mother stated the customer had high blood glucose and treated with correction bolus and pump. Declined to do high blood glucose troubleshooting.